Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional stated that patient had the implantable neurostimulator (ins) since 2012 and husband used the remote to check/control the ins. Ins got turned off by itself over the last 2-3 weeks. The husband of the patient turned the device back on and the patient was usually good for 3-4 days notices a sudden return of symptoms. The caller stated that they checked a couple weeks ago and the battery was ok. The caller stated that they checked impedances recently and found no open or shorts. It was reviewed information to look for on the 8840 and some things that could cause an ins to turn off. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.